Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition of peritonitis. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
This is a report of a home patient (hp) who expired coincident with peritonitis. Two weeks prior to the death, the hp was hospitalized for seven days for an unspecified infection. Nine days later, the hp was then rehospitalized for the same continuous infection. The home patient expired two days after the second hospitalization due to an unknown cause. The treatment, during hospitalization, was reported as unknown intraperitoneal antibiotics.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up report will be submitted.